Event description:
Case description: investigation results - name: novopen echo plus red, batch number: pvgem31. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. Was found to be normal in function and appearance. The dose selector, piston rod and push button were found to be normal in function and appearance; hence torque test was not required. The patient did not complaint about dialing the dose selector or cartridge holder could not be taken off the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: novorapid penfill 100 u/ml 3 ml, batch number: pr70cx5. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Since last submission the case has been updated with the following investigation results updated device tab: improper use or storage and is non-reportable field updated EU/ca tab: final report check box ticked and expected date of follow up report removed device addendum tab: annex b c d g codes updated narrative updated accordingly final manufacturer comment: 06-feb-2026: upon investigation of the returned device (novopen echo plus), foreign dry matter observed on internal or external pen parts. The observed problem was not related to any novo nordisk processes, and it was a result of accidental damage during use of the device. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. H3 continued: evaluation summary - name: novopen echo plus red, batch number: pvgem31. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last dose upon receipt. Was found to be normal in function and appearance. The dose selector, piston rod and push button were found to be normal in function and appearance; hence torque test was not required. The patient did not complaint about dialing the dose selector or cartridge holder could not be taken off the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times [blood glucose increased] novopen echo plus pen's piston won't stay inside the pen [device malfunction] insulin hasn't always came out of the pen [device failure] novopen didnt give correct amount insulin [incorrect dose administered by device] case description: this serious spontaneous case from finland was reported by a consumer as "blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times(sugar blood level increased)" with an unspecified onset date, "novopen echo plus pen's piston won't stay inside the pen(device component malfunction)" with an unspecified onset date, "insulin hasn't always came out of the pen(device failure)" with an unspecified onset date, "novopen didnt give correct amount insulin(incorrect dose administered by device)" with an unspecified onset date, and concerned a 71 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (dose : 3-7 units at meals) from unknown start date and ongoing for "type 1 diabetes", patient height, weight and body mass index were not reported current condition: type 1 diabetes (duration not reported). On an unknown date, patient reported that novopen echo plus pen piston won't stay inside the pen. Insulin has not always came out of the pen and novopen did not give correct amount of insulin. On an unknown date, patient reported that blood sugar levels have been elevated. The blood sugar (blood glucose) has been 17 or 18 at times (units not reported) and they had to administer more insulin. Batch numbers: novopen echo plus: pvgem31. Novorapid penfill: pr70cx5. Action taken to novorapid penfill was not reported. The outcome for the event "blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times (sugar blood level increased)" was not reported. The outcome for the event "novopen echo plus pen's piston won't stay inside the pen (device component malfunction)" was not reported. The outcome for the event "insulin hasn't always came out of the pen (device failure)" was not reported. The outcome for the event "novopen didnt give correct amount insulin (incorrect dose administered by device)" was not reported. Reporter's causality (novopen echo plus) - blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times (sugar blood level increased): probable novopen echo plus pen's piston won't stay inside the pen (device component malfunction) : unknown insulin hasn't always came out of the pen (device failure): unknown novopen didnt give correct amount insulin (incorrect dose administered by device): unknown company's causality (novopen echo plus) - blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times (sugar blood level increased): possible novopen echo plus pen's piston won't stay inside the pen (device component malfunction) : possible insulin hasn't always came out of the pen (device failure): possible novopen didnt give correct amount insulin (incorrect dose administered by device): possible reporter's causality (novorapid penfill) - blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times (sugar blood level increased): unlikely novopen echo plus pen's piston won't stay inside the pen (device component malfunction) : unknown insulin hasn't always came out of the pen (device failure): unknown novopen didnt give correct amount insulin (incorrect dose administered by device) : unknown company's causality (novorapid penfill) - blood sugar levels have been elevated. The blood sugar has been 17 or 18 at times (sugar blood level increased): possible novopen echo plus pen's piston won't stay inside the pen (device component malfunction) : possible insulin hasn't always came out of the pen (device failure): possible novopen didnt give correct amount insulin (incorrect dose administered by device): possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.